Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. The lot history record review was not possible as the lot number was not reported. (B)(4).

Manufacturer narrative:
Making correction to the original report. The incorrect MDR was reference (2029214-2015-00162). The correct link is this MDR (2029214-2015-00161) is the same event as MDR 2029214-2015-00163. (B)(4).

Event description:
Medtronic (covidien) received information regarding a product. During an embolization procedure, it was reported that there was approximately 1cm of onyx reflux past (proximal) the detachment zone. There was difficulty pulling out the catheter, but the tip did eventually detach in the intended vessel. Upon pulling the catheter out the dark orange sleeve that covered the detachment zone on the apollo was not on the catheter anymore. It had fallen on the table when the catheter was pulled out of the dac (distal access catheter). A significant amount of onyx reflux was seen past the proximal marker and detachment zone (about 1cm). It was noted that the apollo catheter was in good working condition and no resistance was observed during the injection of the onyx. The patient's anatomy was tortuous. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00162.